Manufacturer narrative:
D10 concomitant product: egiaustnd endogia ultra univ std stap (lot#: p2d0294s) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the single port thoracoscopic left upper lobectomy, when dealing with the left upper lobe artery, after the handle and staples were installed, it was fired normally. However, when the staple was withdrawn, the reset cap could only retract to 2/3, resulting in the reload being unable to be opened. After trying many operations, it still could not open the jaws. Finally, the vascular clip was used to block the artery at the proximal and distal ends of the reload, and then the suture was usedto manually suture the blood vessels. The reload was then taken out. The amount of blood loss during the operation was more than 500cc. And the patient had blood transfusion. The surgical time was extended for more than 30 minutes as a result.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was engaged with the subject instrument. The reloads jaws were clamped and the knife bar was advance to the distal end. The reload was fully fired. Functionally, the subject instrument was fully retracted and the reload jaws opened. The reload was unloaded from the instrument. The reload was reloaded onto the subject instrument. The interlock was overridden and the reload was cycled without hesitation or binding. The reload jaws opened when the instrument retract knobs were fully retracted. The reload interlock was tested and was found to function properly. It was reported that the instrument locked on tissue and was difficult to retract. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The firing knobs were not fully retracted after firing the device. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the reload jaws. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the single port thoracoscopic left upper lobectomy, when dealing with the left upper lobe artery, after the handle and staples were installed, it was fired normally. However, when the staple was withdrawn, the reset cap could only retract to 2/3, resulting in the reload being unable to be opened. After trying many operations, it still could not open the jaws. Finally, the vascular clip was used to block the artery at the proximal and distal ends of the reload, and then the suture was used to manually suture the blood vessels. The reload was then taken out. The amount of blood loss during the operation was more than 500cc. And the patient had blood transfusion. The surgical time was extended for more than 30 minutes as a result.